Event description:
It was reported that "white turbidity" was observed in the pressure sensor of a prismaflex st100 set during priming with "heparinized saline". There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a white precipitate inside the set access post-pump pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin of the precipitate cannot be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.